Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). This investigation was conducted for an unknown lot number menstrual 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Exped trend assmt. & rationale:an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint triage, intake and investigation (citi) search was performed:scope: site notification date: 30sep2016 through 30sep2019/ manufacturing site: pfizer (place name)/ complaint class: external. Cause investigation /complaint sub class: adverse events safety request for investigation.the citi search returned a total 137 complaint for the menstrual 8 hour products during this time period for the class/subclass.none were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows an increase in dec2018. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on (B)(6) 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified

Event description:
Event verbatim [preferred term] two burns on the abdomen/ her/his skin peeled off in two little circles/ blisters the patient guess [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for self. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient bought several boxes on (website name) and had used these for years, never had issue till this week in (B)(6) 2019, got two burns on the abdomen that patient never even felt until going to bathroom and her/his skin peeled off in two little circles as the patient pulled away the heat wrap. So basically, blisters the patient guessed but still healing. The action taken for the product was unknown. The outcome of the event was resolving. According to the product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). This investigation was conducted for an unknown lot number menstrual 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm was s3 for complaint sub-class: adverse event/serious/unknown. Exped trend assmt. & rationale:an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint triage, intake and investigation (citi) search was performed:scope: site notification date: 30sep2016 through 30sep2019/ manufacturing site: pfizer (place name)/ complaint class: external. Cause investigation /complaint sub class: adverse events safety request for investigation.the citi search returned a total 137 complaint for the menstrual 8 hour products during this time period for the class/subclass.none were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows an increase in dec2018. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in april and may2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-# hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse events. Based on this citi search, there is not a trend identified for the subclass of adverse events safety request for investigation. Refer to the # month trend chart attachment for menstrual adverse event safety request investigation sep2016 to sep2019. There is no further action required. This investigation was conducted for an unknown lot number of menstrual. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Follow-up (01oct2019 and 02oct2019): new information received from the product quality complaint group includes investigational results and severity rating. Amendment: this follow-up report is being submitted to amend previously reported information: to add "trend assessment & rationale" into narrative. Company clinical evaluation comment based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] two burns on the abdomen/ her/his skin peeled off in two little circles/ blisters the patient guess [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer reporting for self. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient bought several boxes on (website name) and had used these for years, never had issue till this week in (B)(6) 2019, got two burns on the abdomen that patient never even felt until going to bathroom and her/his skin peeled off in two little circles as the patient pulled away the heat wrap. So basically, blisters the patient guessed but still healing. The action taken for the product was unknown. The outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] two burns on the abdomen/ her/his skin peeled off in two little circles/ blisters the patient guess [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for self. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient bought several boxes on (website name) and had used these for years, never had issue till this week in (B)(6) 2019, got two burns on the abdomen that patient never even felt until going to bathroom and her/his skin peeled off in two little circles as the patient pulled away the heat wrap. So basically, blisters the patient guessed but still healing. The action taken for the product was unknown. The outcome of the event was resolving. According to the product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). This investigation was conducted for an unknown lot number menstrual 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm was s3 for complaint sub-class: adverse event/serious/unknown. Follow-up (01oct2019 and 02oct2019): new information received from the product quality complaint group includes investigational results and severity rating. Company clinical evaluation comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). This investigation was conducted for an unknown lot number menstrual 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.